Event description:
Per the clinic, the device was explanted on (B)(6) 2023, under general anaesthesia due to loss of connection to the internal device. The patient was reimplanted with another cochlear device during the same surgery.